Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported. The patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter first name-updated.

Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported. The patient was in good condition after the procedure.